Manufacturer narrative:
Batch review performed on 11 december 2020: lot 1907840: (B)(4) items manufactured and released on 03-mar-2020. Expiration date: 2025-02-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot. 1910196. Batch review performed on 11 december 2020: lot 1910196: (B)(4) items manufactured and released on 22-jan-2020. Expiration date: 2024-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0006r femoral component sphere cemented size 6 r (k121416) lot. 1907921. Batch review performed on 11 december 2020: lot 1907921: (B)(4) items manufactured and released on 08-nov-2019. Expiration date: 2024-10-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 1910553. Batch review performed on 11 december 2020: lot 1910553: (B)(4) items manufactured and released on 03-feb-2020. Expiration date: 2025-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in after 4 months from the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully.